Event description:
It was reported that there were atrial high rate episodes. It was suspected that the right atrial (ra) lead and right ventricular (rv) lead were rubbing together. Cross talk signals were observed. Lead impedance has decreased since implant on both the ra and rv leads. Testing revealed there were no issues with capture. Technical services recommended bringing the patient in for isometric testing. The patient will be monitored closely as she is pregnant and has multiple congenital heart anomalies. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 638bl32, annuloplasty band, implanted: (B)(6) 2010. (B)(4).